Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap appeared to be partially sticking out on the pump. Customer's blood glucose was 262 mg/dl. Customer stated that the insulin pump had cracks on the battery compartment and reservoir compartment. Customer stated there were scratches on the screen and the pump was fine prior to her surgery. Customer stated that the drive support is sticking out, half-indented, and half-protruded. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. The drive support was inspected and no anomaly was noted. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.